Event description:
It was reported that "no alarms encountered however iab was very slow to inflate with a noted full inflation at base of iab and nothing at middle or tip. Tip then begins to inflate and eventually middle but full inflation takes about 20 seconds". No patient harm or injury. The report further states "patient died later that evening, not attributed to pump/catheter".

Manufacturer narrative:
(B)(4).